Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was in the 500s mg/dl. The customer could not figure out how to change her set. The customer stated that the pump went blank when she did a set change. The customer was advised to call back.